Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 46 mg/dl. The customer stated that they treated the low blood glucose with food and juice. The customer also reported that they received insulin flow blocked alarm. Troubleshooting was done for insulin flow blocked alarm and the customer was advised that the alarm was resolved by a reservoir change. The customer declined to troubleshoot for low blood glucose. The reservoir will not be returned for analysis.